Event description:
On inflation to deploy stent, balloon ruptured at approx 4 atms. Guiding catheter and stent balloon withdrawn, stent was not on balloon. Eventually removed. MFR rep notified at time of procedure and took involved stents.